Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5062179) in united states on 06-jun-2016 which refers to herself. She is a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016. Consumer had essure and novasure done and was not supposed to have a period, but had the worst periods of her life between in 2016 (when she did the essure and novasure). She could not work and made an appointment and found fibroids in her uterus. On (B)(6) 2016 essure was removed. Concomitant medications include amitriptyline, imitrex, percocet, colace, aleve, goodys, motrin and gas x. Following company internal review on 17-jun-2016, the EU/ca tab in product's tab was updated to mention the issue of having endometrial ablation and essure procedure in the same date. Quality safety evaluation received on 17-jun-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted apparently in the same date in which the novasure procedure was performed and then experienced the worst period in her life. Essure was removed four moths later. This event is listed in the reference safety information for essure. Menses pattern changes may occur during essure use. Although, in this case the uterine leyomioma could have been an alternative explanation for this intense period, a contributory role from essure devices cannot be totally excluded. Since device removal was required, this case is regarded as incident. Technical analysis has been requested. Although in this case, it is not clear if the endometrial ablation (novasure) really occurred in the same day of essure procedure, according to the field safety notice distributed on march 2, 2016 in the EU, the both procedures should not be performed during the same surgical session. Review of medical information on women who underwent both an essure procedure and an endometrial ablation revealed that they may be at increased risk for certain events known to be associated with each procedure. This topic is being addressed immediately by a fsn and in an upcoming revision of the IFU. Bayer will continue to monitor the safety of essure through post-market-surveillance according to established process. According to product technical assessment a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.